Event description:
It was reported that during routine check by customer, cardiosave intra-aortic balloon pump (iabp) had safety disk replacement is due message. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
After further updates it was determined that the reported event was only a routine safety disk and tidal volume disk replacement and there was no other malfunction with the unit, making the complaint invalid. Therefore no follow up report is necessary.

Event description:
N/a